Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 6.3 cm in diameter by 5.3 cm in length abdominal aortic aneurysm. Aortic neck was 6 to just over 8 mm long and 24 mm in diameter at the renals and 23.5 mm in diameter above the aneurysm, with mild thrombus, mild calcification, and moderate angulation. Vessels were mildly calcified; the right side was 19-21 mm in diameter, and the left side was 15 mm in diameter. After the endurant bifurcated stent graft was deployed, a slight/not very impressive type IV endoleak/blush was seen on the final angiogram. No intervention was performed, and the patient will be monitored in 30 days by the physician. No clinical sequelae were reported, and the patient is fine. A review of the films at implant show a likely type IV endoleak near springs 3 and 4 of the bifurcate.

Manufacturer narrative:
Evaluation, method: (films) evaluation codes, results: inherent risk of procedure (endoleak), (unknown cause of endoleak), unapproved use of device (short neck). Evaluation, conclusion: (unknown cause of endoleak) user error contributed to event (short neck).